Event description:
It was reported that the vns patient's device showed high lead impedance on a diagnostic test and has been experiencing an increase in seizure activity. It is unknown of the increase is above pre-vns baseline. It was indicated that there is a possibility that the patient's increase in seizure activity is due to loss of therapy from the high impedance event. There may have been trauma to the device as the patient was reported to sometimes fall during his seizures. The patient's device has been replaced, and the explanted device has been returned to the manufacturer for product analysis. Product analysis is underway. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.